Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) unit had internal communication error, beeping, and the test balloon gave an autofill error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g1 (contact person ¿ mfg site), g2, g3, g4, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected field: h8. A getinge field service engineer (fse) evaluated the unit, but was unable to verify the reported malfunction. The error logs did not reflect any codes related to the reported malfunction. The power activity log indicated three power on cycles with no power off cycles between. The fse reseated all pcbs and connectors. The fse found a loose/damaged lower lcd input connector. The fse replaced the lower lcd input cable. The fse also replaced a cracked upper display bezel, and upper display hinge covers. The fse performed a full system calibration. The device passed safety and performance tests. The iabp was returned to the customer. The following was performed by maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing dept. Received the following part lower lcd input cable with a reported unit failure of internal communication error. The fat dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing department installed lower lcd input cable in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual. The failure analysis and testing department could not verify the failure of internal communication error. Retaining the touches in the fat department per procedure. The following was performed by maquet failure analysis and testing (fat) department wayne. The failure analysis and testing dept. Received part upper display bezel with a reported unit failure of cracked upper display bezel. The failure analysis and testing dept. Performed visual inspection of the part received and found that the part is broken at the upper and bottom left side. The failure analysis and testing department verified the failure of cracked upper display bezel. Retaining the part in the fat dept. Per procedure. Note: complaint (B)(4) is merged into tw (B)(4).

Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) unit had internal communication error, beeping, and the test balloon gave an autofill error. The issue of cracked upper display bezel was observed during the servicing of the issue of internal communication and auto fill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, component codes).